Manufacturer narrative:
The sample was not returned to the manufacturer for inspection/evaluation; however, an image was provided. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f061203c vascular stent allegedly foreshortened after deployment. A second stent was deployed to cover the target lesion. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the sample was not returned to the manufacturer for evaluation; however, an image was provided. Foreshortening could not be confirmed, and a root cause has not been determined. The device is labeled for single use. H10: g4 (PMA/510k). H11: g1 (MFR site), h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f061203c vascular stent allegedly foreshortened after deployment. A second stent was deployed to cover the target lesion. There was no reported patient injury. This information was received from one source. Patient age, weight, and gender were not provided.